Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced a discharge from the peg. On (B)(6) 2022, the patient was diagnosed with a stoma infection and prescribed the oral antibiotic augmentin, 1 gr/ 3x1 during a visit to a physician. No additional information is available about this event.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.